Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The ICD system was not replaced. No further patient complications have been reported as a result of this event.